Manufacturer narrative:
Conclusion: the actual device involved in this event and the device used to complete the procedure were returned for evaluation. The devices was visually and functionally evaluated. Upon evaluation for both devices, the blades were not seized and the devices operated as intended.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012. During the procedure, the device stopped working after two minutes of use. Another like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.